Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above (300 mg/dl) the customer delivered a manual injection to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. It was indicated that the elevated bg level was possibly due to the infusion set site. However, it was not confirmed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.